Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised as the following. The video connector was unexpectedly stressed and damaged. Water entered into the device and corroded the electrical contacts. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed of the following. The endoscopic image disappeared. There are leak and crack at the video connector of the device. Water entered into the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.